Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: the pump's black box showed call service 64 motor alarms with a high force occurring due occlusion during prime. The ¿ez-prime¿ steps were performed correctly with no alarms or warnings observed. The alleged issue could not be duplicated or observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.